Event description:
It has been reported to philips that the wired foot switch was not functioning. The device was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary procedure when the issue was occurred, and the procedure was completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired foot switch was not working. Upon functional testing, the fse found that the wired foot switch came disconnected from the patient table base. The fse reconnected the wired foot switch connection and fastened it into place and tested the functionality of machine, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.